Manufacturer narrative:
Date rec¿d by MFR : 25nov2019, date of report : 26nov2019. Philips field service engineer (fse) contacted customer on 11/25/19, there is no opened case for this ventilator in their system. They confirm the nav ring is working. The ventilator is in working condition and the nav ring is functional and unit was returned to circulation for service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a failed nav-ring. There was no patient involvement. Event date not specified; estimate used.